Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the arrhythmia could not be determined based on the information available. There was no report of any ivl device malfunction. This is a known inherent risk of the procedure as stated in the instructions for use. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). On the last pulse of the 3rd cycle of treatment in the mid lad, polymorphic ventricular tachycardia was induced. The patient was in ventricular arrhythmia for less than 1 minute. 200j shock was then delivered and sinus rhythm was restored post defibrillation. A stent was placed, and the case was completed. The patient did well and there was no ivl malfunction reported. The physician was comfortable with the treatment algorithm he used during the case. He did not indicate if he believed the event was a direct result of the use of ivl, nor did he indicate it was not.